Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented to the hospital with a suspected infection of the implantable cardioverter defibrillator. The patient was transferred to another hospital for extraction. The system was explanted successfully. The patient did not have any complications from the procedure and was released from hospital on (B)(6) 2017.